Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. There was no reported impact to customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
Additional information was received. Distributor received and examined pump. Pump history showed pump was turned off on (B)(6), 2021 and turned back on (B)(6), 2021. No alert 4 was observed on the reported event date; one alert 4 was observed on (B)(6), 2021. A new cartridge was installed and no issues were observed with insulin delivery. The occlusion alarm was tested and no issues with the alarm were identified. Pump was in working condition.